Event description:
The customer reported that the insulin pump delivered 0.3 units on its own, but she was disconnected. The customer stated that she is on manual injections. The blood glucose reading was 256mg/dl. The customer also stated that the numbers were ramping on their own. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Intermittent button press noted due to corroded keypad trace. No ramping numbers and scroll bar not moving on it's own noted during testing. The insulin pump received with cracked reservoir tube and scratched lcd window noted.